Event description:
The reporter stated the surgeon inserted a aq5010v three piece silicone lens. The lens was used as a piggy-back lens. The lens was torn during insertion into the patient's left eye. The lens was removed and a second lens was inserted. This was the first incident with the same patient during the same procedure. A third lens, non-staar lens was implanted. No patient injury, no adverse events. Cause of lens tear is unknown. The reporter stated the tech did not indicate any cartridge or injector malfunction. See MFR #2023826-2015-00792 for 2nd incident.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4) - no consequences or impact to patient; break, iol. Evaluation results: visual inspection of the returned product found the lens optic torn and one loop haptic is bent. There was evidence of clear surgical residue on the product. Conclusions: (off-label, unapproved or contraindicated use.) Based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. This device was used as a piggyback lens, this lens was used for an indication other than what is claimed in our labeling, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).